Event description:
Pt was skin tested on 5/10/96. Immediately after the skin test, redness was noted at the skin test site, which resolved spontaneously on approx 5/11/96. On 5/19/96, the pt noted a 1 cm area of redness at the skin test site which resolved spontaneously on approx 5/23/96. On 7/27/96, itching recorded. The pt presented with erythema, swelling, and pruritus at the skin test site. The physician diagnosed a positive skin test; intralesional aristocort was prescribed. As of 9/3/96, the symptoms were resolved (exact date of resolution unknown).